Manufacturer narrative:
Date sent to the FDA: 04/12/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2011 and suture was used for continuous suturing of the aorta. Three hours after the procedure, the patient's drainage increased and the blood pressure dropped. The patient underwent blood transfusion of 1000 ml in the ICU. Then, the surgeon opened the chest and found the suture at the root of the aorta was broken. The surgeon used his finger as pressure to stop the bleeding. Patient was given blood transfusion of 780ml and erythrocyte 5 units. The surgeon re-sutured the patient. Currently, the patient is in the intensive care unit.